Event description:
The user facility orally reported this info to (B)(6) (customer complaints). United states food and drug administration. (B)(6). This info was reported on (B)(6) 2012 by (B)(6) rn bsn. Blood pressure tubing from datascope passport xgr was connected to pt luer lock IV line in the pacu after carpal tunnel surgery. The anesthesiologist noticed a change in the pt's condition and identified the misconnection quickly. The automatic blood pressure cuff had already cycled and attempted to inflate the blood pressure cuff.